Event description:
As the wire was being removed, after coronary intervention balloon and stent, the distal tip of the wire broke off the main body of the wire. Attempts to retrieve were unsuccessful and fragment remained in patient's radial artery.